Event description:
It was reported that a shaft break occurred. A 3.00 x 30 mm agent dcb was selected for treatment of the target lesion. During the procedure, the device broke in half. The balloon was removed from the patient and the procedure was successfully completed with another same device. There were no patient complications.